Event description:
Healthcare professional reported approximately 6 months after injection to the "cheeks, chin" with juvederm voluma with lidocaine patient developed "severely swollen" chin. Patient was treated with 4 injections of hylase during a 3 week period. It is not indicated if symptoms have resolved or are ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "severely swollen" chin is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause of this event.